Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a precaution the ups batteries were replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with the complaint.